Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented a report from the sales consultant that the 10nm torque limiting handle 6mm hxc is over calibrating. No negative impact to patient that was undergoing a lumbar fusion l3 l4. The surgeon had a replacement device on hand to complete procedure. There was a thirty second surgical delay reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the customer reported the item failed calibration testing. The repair technician reported recalibrate as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for recalibration on 5-sep-2014. This item passed synthes final inspection and was returned to the customer on 23-oct-2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.